Manufacturer narrative:
The c-flex was returned for eval and did not pass the functional testing requirements. The unit was disassembled and inspected by an allen engineer. The investigation indicated that a damaged edge resulting in the galling of one of the internal component surfaces impacted the function of this specific device.

Event description:
An allen rep was contacted following a cervical spine case in which the c-flex polar head positioner was used. After the case had been completed, the staff had noted, the unit had moved at some point during the procedure. The movement, which was noticeable but not significant, did not impact the case in any way. The positioner was taken out of use pending eval.